Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. This emdr represents the bd xenmatrix (device 2). An additional supplemental emdr was submitted to represent the bd ventrio (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with incisional ventral hernia thereby underwent open repair with implant of ventrio mesh (device 1). Per operative notes, ¿a ventrio mesh (device 1) was placed into the abdomen and sutured.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of ventrio mesh (device 1) and an implant of xenmatrix surgical graft (device 2). Per operative notes, ¿the ventrio mesh (device 1) was somewhat balled up and was completely removed. A xenmatrix surgical graft (device 2) was placed into the abdomen and sutured.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent hernia with multiple meshes thereby underwent open repair with removal of xenmatrix surgical graft (device 2) and an implant of ventralight st mesh (device 3) and phasix mesh (device 4) and lysis of adhesions. (Note: the op notes provided for this procedure is incomplete)